Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 45mm. The distal handle was retracted to 15mm distal to the proximal handle. During a functional analysis, the stent was reconstrained and when an attempt was made to deploy the stent a resistance was met. When force was applied to the device in order to deploy the stent, the inner lumen broke through the outer sheath at 130mm proximal to the guidewire access sleeve. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent that would have contributed to the complaint reported. The inner lumen was kinked at 250mm proximal to the tip near the skived area. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a malignant stricture in the distal common bile duct. The patient's anatomy was not torturous. The lesion was dilated prior to the procedure. During the procedure with this device, a guidewire was advanced high up in cbd, a sphincterotomy was performed. The sphincterotome was withdrawn and the wallflex biliary stent was inserted over the guidewire and into the stricture area. The nurse then started to deploy the stent, but could only deploy the stent half way. The stent could not be fully deployed. The stent was unable to be fully reconstrained. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex biliary stent device. It was reported that there were no visible issues noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a malignant stricture in the distal common bile duct. The patient's anatomy was not torturous. The lesion was dilated prior to the procedure. During the procedure with this device, a guidewire was advanced high up in cbd, a sphincterotomy was performed. The sphincterotome was withdrawn and the wallflex biliary stent was inserted over the guidewire and into the stricture area. The nurse then started to deploy the stent, but could only deploy the stent half way. The stent could not be fully deployed. The stent was unable to be fully reconstrained. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex biliary stent device. It was reported that there were no visible issues noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.